Event description:
It was reported that this lead was unable to be implanted due to unknown product experience. No additional information is available at the moment. No additional adverse patient effects were reported.